Event description:
During a surgery dated (B)(6) 2015, upon implantation of smr glenosphere, surgeon had difficulty engaging central screw on the connector; this was a clear indication that small-r taper was not engaged into mb, surgeon was asked to remove and re-engage taper. This was done and again central screw did not want to engage properly. Upon inspection of screw (1374.15.305 lot 201412575), it was noted that screw thread was damaged. The decision was made to open another small-r taper and screw (1374.15.305 with different lot #), only the screw was used out of this lot number. This screw was successfully engaged at procedure was continued. Patient operation time extended by 20 mins due to incident. The event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing chart of the lot # involved (201412575) did not show any anomaly on the 190 connectors + screws released on the market with this lot #; in detail, the functionality of the m4 screw thread was checked on the 100% of the pieces, and found to be ok. By our checks, 100 of the total 190 pieces were for sure implanted without receiving any other complaint on this lot #. The screw was kept by surgeon, so we could not analyze it. We believe that the following could have happened: · the damage on the screw thread was pre-existing, but in this case we believe it would have been detected before placing the screw on the market (due to the check of the m4 screw thread functionality on the 100% of pieces); or · during surgery, there was no correct engagement (possible misalignment) of the screw on the glenosphere connector at 1st attempt, therefore, it was not possible to engage correctly the screw also on the subsequent attempts. We believe that the 2nd option above is the most likely. This is the 1st similar intra-op issue reported to us, on about (B)(4) of these screws used ww with smr glenospheres since 2002; the related occurrence rate is very low ((B)(4)). No corrective action for this specific case. Limacorporate will keep monitored the market. Device not returned.